Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During routine testing of the device at the service ctr, the service technician reported that one of the four rubber feet had fallen off due to deterioration of rubber material, two were missing, and one was cracked. No other details regarding the nature of the event were provided. Since the event occurred during routine testing of the device, there was no pt involvement during this event.